Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and given functional testing; no problems were found. The device showed no error codes during review of the event history log. The reported issue was not confirmed.

Event description:
It was reported the device gave an alarm with error messages 41541 and 1003.